Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line had separated from the transfer set during peritoneal dialysis therapy. This event occurred during drain two of five. The patient stated that they did not intentionally disconnected from the patient line; however, they found that the patient line of the cassette line had gotten disconnected from the transfer set when they woke up and they reconnected the line. The renal therapy service agent (rtsa) assisted in ending therapy, and advised the patient to start over with all new supplies or continue with manual bags. There was no patient injury or medical intervention associated with this event. No additional information is available.